Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to unacceptable numbers. The physician tried to reposition the lead (the exact date is unknown), but after an hour of trying different locations, it was decided to refer the patient for an epicardial lead. The patient received the epicardial lead, which had good numbers. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.